Event description:
It was reported that label error occurred with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "expiry dates are not legible enough on the product; this is due to the colour of what is written."

Manufacturer narrative:
The additional information and investigation are as follows: medical device lot #: 8347691. Medical device expiration date: 2021-12-31. Device manufacture date: 2018-12-13. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for illegible print markings on the device with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for illegible print markings on the device with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Initial reporter phone# (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter. "Expiry dates are not legible enough on the product; this is due to the colour of what is written.